Event description:
It was reported by the customer that a pyxis medstation es system was not detected on the communication bus. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to connection issue of flat flex cable a field service engineer removed drawer from the station, replaced both the bumpers, reconnected flat flex cable and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.